Event description:
It was reported that the right ventricular lead had high threshold and that the helix was bent therefore not allowing repositioning of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies found. However, it was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was tissue present on helix.